Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that at the end of the procedure, there was noise on the atrial and ventricular electrograms during the temporary sensing test and threshold testing. All measurements through the analyzer during and after the procedure were normal. The noise was only seen during the sensing and thresholds tests. They proceeded to take surface electrodes off of the patient, they moved the patient off of the table, and moved the patient into the hallway, but noise was still present. The pocket was reopened and the implantable pulse generator (ipg) was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. The returned device identified a failure condition that disappeared during analysis. Analysis confirmed the device oversensing occurred during the underlying rhythm, sensing and pacing threshold tests. During the analysis, the failure mode was cleared by an analyst-generated por and could not be reestablished. The cause of the over sensing was not determined. If information is provided in the future, a supplemental report will be issued.